Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they had been receiving cgm values over 400 mg/dl during the night. Although she woke up to a cgm low of approximately 80 mg/dl, when her daughter called her at 7:00 am because the patient had a magnetic resosnance imaging (MDR) scheduled, the patient was unable to move. The patient's daughter called for an ambulance and upon arrival, paramedics gave her sugar and transported her to the hospital. When they arrived at the hospital at about 7:30am, the patient was treated with IV glucose. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.